Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during an unknown procedure. It was reported that during a procedure, the system was able to initialize but then was not able to spin. No error messages reported. Site performed a reboot and the issue was resolved. After the hard reboot, the site proceeded with the case using the foot pedal. There was no impact on patient outcome. Delay in surgery was not provided. As the site never paid for a service, the manufacturer representative could not tell what allegedly caused said issue. It is highly likely some user error was involved since they have continued to use the system since this was reported.